Event description:
The sales representative reported that during insertion of this anchor in a slap repair, it broke off at the eyelet, requiring the surgeon to insert a second anchor to obtain fixation. There was no pt injury associated with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec rec'd this device for evaluation without the broken piece. A visual inspection found the broken piece would measure approximately 7mm. The portion returned remained inside the shaft and the evaluator observed the anchor to be twisted. The cause of this failure could not be determined. The customer will be provided precautions for using this device. The instructions for use (IFU) caution the user: the risk of bio mini-revo anchor breakage during implantation is reduced by following the specified procedures listed below. Proper selection and placement of the implant are important considerations in the successful utilization of this device. Proper orientation and alignment of instruments is important during implantation of the bio mini-revo to minimize possible breakage of the anchor. Breakage of the bio mini-revo is possible if: the pilot hole is not drilled to an adequate depth. The tap is not inserted to the proper depth. Improper alignment of anchor to pilot hole. Loose or non-secure anchor or driver. It is not used with the bio mini-revo drill guide, cat. No c6171 or c6172. The anchor inserter is used for prying. The bio mini-revo implant is advanced too deep. A small amount of forward pressure is not applied while rotating the handle.